Event description:
On 11/23/97 nellcor puritan bennett rec'd a call from home medical equipment stating that one of co's monitors was not detecting heart rate accurately. He stated that when simulating a high heart rate of 300, with a monitor limit of 250, the monitor would not alarm for a high rate. Hme stated that the monitor alarmed properly was the monitor would not consistenly detect at higher rates, so the monitor could not average a rate that would exceed a limt of 250 and cause an alarm. No death or serious injury was reported in association with this alleged malfunction. Nellcor puritan bennett tested the monitor and was unable to reproduce the malfunction. The monitor alarms performed exactly as intended per specification.